Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, an increase in capture threshold and high pacing impedance was noted on the right ventricular (rv) lead. Rv lead dislodgement was suspected to be the cause of the event. The lead was repositioned to resolve the event and the patient was stable.